Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow up report will be submitted.

Event description:
The customer reports that the device would no longer open during a resection of the right lower quadrant anterior abdominal wall. There was no patient injury.